Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane. System operates as intended. (B) (4).

Event description:
The customer reported a keyboard error. No pt injury was reported.